Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) had moved down near their armpit when they were first implanted. The device remained in use until replacement for having reached the elective replacement indicator (eri). No patient complications have been reported as a result of this event.